Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy procedure a metal piece fell off of the device while in use. Nothing fell into the patient's cavity. A new device was opened to continue the procedure.

Manufacturer narrative:
(B)(4). Date of initial report: 11/29/2016. Date of follow-up report: 01/31/2017. One lf1737 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the metal clicker to have disengaged from the body of the device and the device showed signs of heavy usage. The customer reported a component disengaged but not into the cavity of the patient. The reported condition was confirmed, the investigation found the clicker to have disengaged. The product engineer conducted an investigation into the failure. The log taken from the device's rfid chip showed the device was used on a forcetriad generator and the device showed signs of heavy usage. The device functioned and sealed as intended, but did not make an audible sound upon engaging and releasing the lever handle. The clicker was found to have been installed properly during manufacturing and the base remained constrained in the device. Excessive use of the clicker by moving it rapidly in opposite directions would tend to fatigue and break the flap. Over use of the clicker by moving it rapidly in opposite directions such as using it as a dissector would tend to fatigue and break the flap. The investigation identified the root cause to be the user mishandling the device with excessive pressure on the handle. The IFU states, when grasping or manipulating tissue without intending to activate the device avoid excessive pressure to the lever. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.